Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter had segments missing from the display such as an "8" would be displayed as a "3". The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she became aware of the alleged display issue at an unspecified time on may 01, 2018. The patient stated that she manages her diabetes with oral medication, diet and exercise and denied taking any action in regards to her usual diabetes management regimen due to the alleged issue. The patient claimed on may 01, 2018 after the alleged issue began, she felt ¿very thirsty¿. The patient stated that she ¿had to overdose¿ her medication as a result and reported taking an increased dose of metformin (3 pills instead of 2) as self-treatment for the symptom. No other device was used for testing. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the display issue began.